Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician removed the inner guide catheter from the coronary sinus and the outer construction/coating of the catheter peeled away in multiple pieces. The catheter also proceeded to break into two pieces. The catheter was removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.